Event description:
It was reported that, during the set up for a shoulder arthroscopy surgery, a 4.0mm diameter nail 4.0mmx36cm formerly ender was identified with the mesh already broken. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference #: (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found metallic pieces and black plastic piece separated from the firstpass needle and suture. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during the set up for a shoulder arthroscopy procedure, a firstpass needle and suture capture was identified with the mesh already broken. A back-up device was available and no delay or patient complications were reported.

Manufacturer narrative:
This report was inadvertently submitted under manufacturer report number ¿1020279¿, correct manufacturer report number is ¿3006524618.¿